Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 8/19/2024, 12:41 pm pst with MFR# 3004753838-2024-207568. The ack2 was received on 8/19/2024 at 12:41 pm pst with coreid: (B)(4). Per cdrh email. This record is not considered a late. This is a submission.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.